Manufacturer narrative:
The patient reported that the blood pressure cuff would not stop inflating, causing pain and bruising.

Event description:
The patient reported that the blood pressure cuff would not stop inflating, causing pain and bruising.